Event description:
It was reported as the doctor was attempting to implant the first choice htr implant, and as pressure was applied, the implant broke. The doctor then chose to attempt to implant the backup piece; it too broke when pressure was applied. The doctor then plated the implant (held together with plates and screws), and was successfully able to implant the backup piece. The need to plate the implant together added an additional 45 minutes to the surgery.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.